Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient had acquired an infection. The patient was hospitalized and was provided with IV antibiotics. The device was explanted. There were no reports of further complications.